Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 12/20/2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: visual inspection reveals that the lens was returned stuck in the cartridge of the complaint handpiece. Due to the return condition of the lens, the lens could not be removed from the device without introducing additional damage unrelated to the return condition of the lens and no further evaluation could be performed on the lens. Cartridge damage, cartridge crack, and cartridge tip cracked and damaged were observed. No additional defects were observed on the handpiece before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue were observed which suggests that an inadequate amount of ophthalmic viscosurgical device (ovd) was used during loading and insertion. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed.

Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6) . Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) cartridge had a cracked nozzle while the lens was going into the patient's operative eye. The lens never made it into the eye. Through follow up, it was learned that the patient was not injured and there was no medical or surgical intervention outside the standard of care required. No further information was provided.